Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with four proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, no suture was present when the plunger of the first proglide device was removed. The suture of second proglide device was deployed; however, when harvested the suture appeared frail, torn and the suture broke. The suture of a third proglide device was successfully pre-placed. A fourth proglide device was deployed, when harvested the suture appeared frail, torn and the suture broke at the mid section with ample room to perform knot advancement. The sheath was upsized to a 20f and the evar procedure was completed. Despite successful knot advancement with the pre-placed sutures of the third and fourth proglide devices, hemostasis of the large whole was not obtained. A fifth proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.